Event description:
During a solstice study meeting, the study coordinator at the hosp verbally reported a potential adverse event. The pt had come in for a 1 month follow up visit and reported a skin burn and experiencing pain. The coordinator reported that during the procedure the prior month, the CT scanner stopped working and it took 30 minutes to repair it. During this time the needle was kept in the pt's body. The cfr states that the cryoablation procedure was not completed due to equipment malfunction and that there were no intra-procedural device complications. The hosp stay was the routine 2 day stay.

Manufacturer narrative:
The issue in this event was discovered during the pt's one month follow up visit. The devices had already been discarded and could not be returned for eval. From the complaint description, there was a delay in the procedure due to another device (CT scanner) malfunctioning. They reported no device complications related to the cryoablation devices. The root cause of this event could not be determined. However, skin burn is a known potential adverse event with a cryoablation procedure and is documented in the labeling.